Event description:
During an incident in 2002 involving a pt in cardiac and respiratory arrest with CPR in progress upon arrival, this unit shocked once and then malfunctioned. "The initial shcok created a heart rhythm and was followed up by the ems defibrillator which arrived within a minute of the unit's malfunction." The ems took over patient care with assistance from the initial crew. Oxygen was administered via bvm and CPR was continued throughout. The pt was transported to a hosp and was alive with a reasonable chance for recovery. Bystanders stated that the pt was giving a speech when he just collapsed. The customer's service tag states "malfunction during defibrillation, unit won't shock".